Event description:
The physician used a cook endoscopy howell d.a.s.h. Extraction balloon. During use, the balloon would not deflate, once it was located outside the biliary duct and in the duodenum. The physician intentionally broke the balloon to facilitate removal from the endoscope. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. It is unknown if any foreign object had to be retrieved from the patient. It is unknown if the patient experienced any adverse effects or required any additional medical procedures due to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described, because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot, because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. On this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation, because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: information regarding the material used to inflate the balloon was requested from the initial reporter, but a response was not received. The instructions for use direct the user to inflate the balloon with air only. If the device is inflated with an alternative medium, such as water or saline, this can compromise balloon function and affect proper balloon deflation. Prior to distribution, all howell d.a.s.h. Extraction balloons are subjected to an air inflation test to ensure proper balloon deflation. Corrective action: no corrective action warranted at this time, because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.